Event description:
During blood administration, the family notified the nurse that the pump was leaking. Upon arrival, the nurse noticed a puddle of blood on the floor. The transfusion was stopped; the blood appeared to be leaking from the backside of the plumset cartridge. The cartridge did not appear to be cracked. The blood was placed on another pump.device #1is this a laboratory device or laboratory test?no.